Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction to b5: the particulate matter is located at the dip chamber, previously submitted as "camber". H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection was performed on the photograph which observed black spots on the chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed on solution administration set. The pm was further described as "a stain" found at the drip camber. This was identified before use. There was no patient involvement. No additional information is available.